Manufacturer narrative:
Patient information was requested and the information was not provided.

Event description:
The customer reported the audible alarm could not be heard from outside of the patient's room when the patient became disconnected from the ventilator. The customer reported the audible alarm volume is very low when turned up all the way. The customer reported there was patient involvement with no harm to the patient.